Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited low pacing impedance and noise. The pacing configuration was changed to unipolar configurations, but the noise issue persisted. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient was asymptomatic and remained stable throughout the procedure.